Manufacturer narrative:
Regarding patient information, nothing further has been disclosed to nonin. Preexisting medical conditions could not be determined. Nonin is waiting on the return of the device, and once received, will subject it to investigation and testing.

Event description:
The patient described going to bed around 10-11 pm, and was awaken by a burning sensation around 3-4 am. He then took off the device and placed ice cubes on the burn site, his right wrist.